Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 3.6 mmol/l, 3.6 mmol/l, and 21.6 mmol/l 2. 5.7 mmol/l, 3.2 mmol/l, 4.9 mmol/l, and 23.2 mmol/l sets of readings were taken at different times. No adverse event reported. The alleged product was requested for evaluation.